Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a presumed rv coil fracture of the right ventricular (rv) lead. The rv lead has now been capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the clinic with audible alerts sounding. It was found that both the right ventricular (rv) coil and superior vena cava (svc) coil impedances were high and undefined on the right ventricular (rv) lead. There was also noise observed on the rvcoil-to-can egm (electrogram). The rv lead remains in use while awaiting decision from physician on course of action for the lead. No patient complications have been reported as a result of this event.